Event description:
Adverse event(s): "patient is doing well, surgeon has no concerns." (No consequences or impact to patient). Product problem(s): "scanner error message." (Device displays error message); "system would not fire" (failure to fire). An ophthalmic technician reports a scanner error was noted after arming the laser on the first case of the day. The flap had been created, but not lifted. The laser was rebooted after which they were able to continue without experiencing any other system errors. The surgeon indicated he does not have any concerns and the patient is doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).